Event description:
Baxter reported that a "pump switched off during use" at a facility. The pump was infusion noradrenaline at a rate of 2ml/hr on channel b to an intensive care unit patient when it suddenly shut off. Immediately, the staff attempted to restart the pump but was unsuccessful. The manual tube release was utilized and the pump was replaced to restart the supportive treatement. No patient injury and no need for medical intervention have been reported related to the event. The patient's blood pressure did not decrease significantly, however, "the reporter considers this as a near miss incident". Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding other medication involved, any alarms prior ot the pump shutting off, or set up of the infusion device.